Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and uterine polyp ("endometrial polyp"). The patient was treated with surgery (salping. (Bilateral) (interpreted as salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and uterine polyp had resolved. The reporter considered abdominal pain, menorrhagia, pelvic pain and uterine polyp to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: new reporter, essure start/stop date , indication; event injury updated to pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), and endometrial polyp; outcome and lab data were added; ptc result added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pain on left side') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: diflucan, naprosyn, metrogel and cleocin. Concurrent conditions included obesity and premenopausal menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/left side of abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), uterine polyp ("endometrial polyp/polyp"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), uterine pain ("pain: uterus area") and dysmenorrhoea ("heavy cramps/periods"). The patient was treated with ascorbic acid (vitamine c), hyoscine (scopolamine), ibuprofen (motrin), lidocaine and surgery (salping. (Bilateral) (interpreted as salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and uterine polyp had resolved and the genital haemorrhage, vaginal haemorrhage, migraine, nausea, fatigue, uterine pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine pain, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding and other injuries/symptoms. Discrepancy noted as per pfs: did not undergo removal as per pfs. Current weight as of (B)(6) 2019: 230 lbs. Approximate weight at the time of essure placement 240 lbs. Discrepancy noted as per mr: insertion date: : (B)(6) 2015 essure coils were noted with 1 coil at as on the left side, and no coils obvious on the right side ostia. Discrepancy noted as per insertion details: insertion date of essure: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Imaging procedure - on (B)(6) 2012: essure confirmation test: bilateral occlusion. Pathology test - on (B)(6) 2015: menorrhagia llq pain 626a. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: abnormal bleeding (general), abnormal bleeding (vaginal), migraines / headaches, nausea, fatigue, pain: uterus area, heavy cramps/periods were added. Treatment and historical drugs were added. Concomitant and historical conditions, reporter's information, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pain on left side') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: diflucan, naprosyn, metrogel and cleocin. Concurrent conditions included obesity and premenopausal menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/left side of abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), uterine polyp ("endometrial polyp/polyp"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), uterine pain ("pain: uterus area"), dysmenorrhoea ("heavy cramps/periods") and vaginal discharge ("vaginal discharge"). The patient was treated with ascorbic acid (vitamine c), hyoscine (scopolamine), ibuprofen (motrin), lidocaine and surgery (salping. (Bilateral) (interpreted as salpingectomy)). Essure was removed on 8-mar-2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and uterine polyp had resolved and the genital haemorrhage, vaginal haemorrhage, migraine, nausea, fatigue, uterine pain, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine pain, uterine polyp, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding and other injuries/symptoms. Discrepancy noted as per pfs: did not undergo removal as per pfs. Current weight as of (B)(6) 2019: 230 lbs. Approximate weight at the time of essure placement 240 lbs. Discrepancy noted as per mr: insertion date: : (B)(6) 2015 essure coils were noted with 1 coil at as on the left side, and no coils obvious on the right side ostia. Discrepancy noted as per insertion details: insertion date of essure: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Imaging procedure - on (B)(6) 2012: essure confirmation test: bilateral occlusion. Pathology test - on (B)(6) 2015: menorrhagia llq pain 626a.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event vaginal discharge was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.